Event description:
It was reported that the patient¿s implantable neurostimulator (ins) somehow tore out of the pocket and moved into his spine. It was noted that the ins was originally implanted one inch to the right of the spine. Two weeks prior to the report, a surgery was done to move the ins all the way over to the right by his side. It was noted that before the revision, the patient would put pressure on it and the stimulation fluctuate up. It was noted that the patient didn¿t feel numbness before the revision, but only felt a tingling. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).